Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed ext high ppeak on start up and is constant. The customer reported no patient involvement associated with this event.